Event description:
The marketing director reported on behalf of the user facility, having spoken with the physician the follow incident: the physician replaced an original graft with the second suturable duragen graft and then used duraseal for secondary closure. The patient subsequently developed a second pseudomeningocele and symptoms consistent with aseptic meningitis as evident by elevated levels of protein in the csf and eosinophilia. The physician has since shunted the patient. The pseudomeningocele has resolved and the symptoms aforementioned have also resolved. This incident is related to MDR# 1121308-2007-00006.

Manufacturer narrative:
The product is not expected to be returned for evaluation. Investigation has been initiated based upon the reported information.